Manufacturer narrative:
H2, additional information: section a and b5 updated. Correction: d3 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred intraoperatively during an open spinal fusion. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the site were unable to take a spin using the handswitch, site was able to take 2d shots. In order to take a spin site had to use the footswitch. There was patient involved but no further information available.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced the hand switch. Performed the system checkout. No issues found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.